Event description:
Report received of tubing separation. The customer reported that one tubing set "fell apart" when it was removed from the package. They then removed a second set from the package, and while attempting to prime the line, the tubing separated. Both sets reportedly separated at the proximal clave port. There was no reported pt involvement. Although requested, no further info was available.